Event description:
It was reported to covidien on 01/07/2013 that a customer had an issue with a dialysis catheter. The customer states the catheter was implanted on (B)(6) 2012. The catheter was in use for 7 months and 29 days. There is a fracture at the y junction and venous port. The catheter was pulled and replaced.

Manufacturer narrative:
Submit date: 01/18/2013. An investigation is currently underway. Upon completion, the results will be forwarded.